Manufacturer narrative:
The device was received for evaluation. The complaint was confirmed; the needle had a broken/missing tip. Function check could not be conducted due to device damage. The cause of the event could not be determined from the information available and from device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely causes of this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. On the package, there is a label instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. The potential causes of this event are being communicated to the event reporter.

Event description:
It was reported that during a rotator cuff repair, the tip of a needle broke off in the patient's shoulder and was not retrieved. The case was completed with another needle. The patient's condition was reported as good. No further patient information was provided at the time of this report or made available in response to multiple follow-up communications. No additional adverse consequences have been reported from this event. This device is used for treatment.